Event description:
It was reported that during a coronary artery stent treatment procedure, stent dislodgement occurred. The heavily calcified circumflex (cx) artery was pre-dilated with a 3.00x25mm maverick balloon angioplasty dilation catheter at 10 atmospheres (atms) for 90 seconds. The physician then inserted the 3.00x32mm liberte bare metal stent, but the stent was unable to cross the lesion. It is reported that upon withdrawal of the sds (stent delivery system) the stent remained in the lesion undeployed. The physician proceeded with a snare and removed the stent successfully. It was reported that the physician felt the balloon angioplasty results were "adequate" and the procedure was ended. There were no patient injuries or complications reported. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.